Event description:
It was reported that there was an error resulting in loss of mechanical ventilation during a case. There was no patient injury.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue via log review. The flow sensor was replaced to resolve the issue. Block a: no patient information available after calls to customer 19-oct-2023 and 23-oct-2023. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.